Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine follow up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) revealed a battery depletion (bd) alert. Premature battery depletion as suspected and a request was made for technical services to review the available device data. Data analysis confirmed the battery was depleting more quickly than expected and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.